Event description:
Additional information was received that the patient underwent a prophylactic battery replacement. It was also noted that the patient's increase in seizures were at pre-vns baseline levels and were related to low battery. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
B1, corrected data: supplemental report 1 inadvertently selected adverse event and should not have. B2, corrected data: supplemental report 1 inadvertently selected an outcome and should not have. B6, corrected data: supplemental report 1 inadvertently did not include settings and diagnostics provided. H6, corrected data: supplemental report 1 inadvertently omitted updating c coding as diagnostics were seen to be ok.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is experiencing an increase in seizures. No other relevant information has been received to date.

Event description:
The patient was later referred for a battery replacement due to the increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.